Manufacturer narrative:
Visually evaluated the photos provided for analysis. The reported issue was confirmed and found to be a typo. Corrected labels were printed and verified. The cause of the reported issue was a labeling error.

Event description:
It was reported that there was a discrepancy between the lot number on the inner label (6160247) and the outer box label (6190247). There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.